Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction where the pump head housing is broken. This event had the potential to interrupt delivery. The event was reported to have occurred before use there was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.